Manufacturer narrative:
The technician found the caster wheel's had wax/dirt build up and they were cracked. He replaced the casters and the brake bushings to repair the bed.

Event description:
Information received indicates the bas no brakes. When the brake is set, the bed would still roll.